Event description:
The customer complained that when the unit was received and being checked prior to deployment, the unit will not run on battery. When the customer plugged it into ac mains, it turned itself on and then locked up on the 'splash' screen with the service light on.